Event description:
Same case as MFR report #: 2134265-2011-05106, 2134265-2011-05107, 2134265-2011-05110. (B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed angina. In (B)(6) 2011, due to stable angina, the patient underwent the index procedure with the deployment of four taxus element stents (2.5x24mm, 3.0x20mm, 2.5x16mm, and 3.0x16mm) to the proximal circumflex artery. Residual stenosis was 0% with timi post 3 flow. The patient was discharged the same day on aspirin and clopidogrel. The patient returned in (B)(6) 2011 with recurrent angina. The patient has not been admitted, but has been commenced on (B)(6) with a repeat angiogram is booked for (B)(6) 2011.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).